Event description:
It was reported there was a slow leak from the device vent port. Additional information received 06/25/2015 - water/blood colored fluid leaked from the gas outlet port. Total leakage was less than 1cc. No reported patient effect. (B)(4). Reference MFR # 8010762-2015-00769.